Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient has changed caretaker. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (2 gm, ongoing, route, frequency and duration were not reported) and gentamycin injection (20 mg, ongoing, route, frequency and duration were not reported) for the event. Pd therapy was ongoing. At the time of this report, the patient was recovering from the event. It was reported that the caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
It was reported the patient has recovered from the events of peritonitis and cloudy effluent. Should additional relevant information become available, a supplemental report will be submitted.